Event description:
It was reported in a printed literature article that a patient had a small hematoma in the right groin during hospitalization. The patient received 70-100 u/kg unfractionated heparin during the initial procedure. The patient was readmitted to the hospital due to a fever, leucocytosis and an erythematous painful swelling at the puncture site one week after discharge. Intravenous antibiotic treatment was initiated and subsequent surgical debridement was performed. Blood and tissue culture revealed the growth of oxacillin-sensitive staphylococcus aureus. Mycotic pseudoaneurysm of the right common femoral artery developed eight days later. The patient underwent debridement again with subsequent resection of the involved artery and graft surgery. One week later, the patient was free of infection. The implant and incident dates are 2006. Literature article from the journal of international medical research (2008) 36: 1077-1084.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information received, it is uncertain how the infection occurred. The (IFU) states potential adverse reactions for conditions may be associated with one or more angio-seal device components (i.e., collage, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a bandage and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site. The angio-seal device instruction for use (IFU) states that hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.